Manufacturer narrative:
Sex/gender: unknown/ not provided. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. (B)(4). Device evaluation: per initial report the product will not be returned, therefore, the sample evaluation could not be performed, and the reported issue could not be verified. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search on complaint system was performed and revealed no additional investigation requests for this production order (po) number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a model pcb00 intraocular lens (iol) did not properly fit the patient¿s lens capsule. The lens was removed from the eye and replaced with a non-johnson & johnson lens. An incision enlargement was required. It was indicated the removed lens is not being returned. No additional information available.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4).